Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported patient lost therapy approximately mid (B)(6) 2019. It was also reported patient was using high amplitude programs and to address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively .